Event description:
It was reported that this right atrial (ra) lead showed signs of moderate stress/entanglement. The insulation proximal to the lead pin peeled off and the conductor wires were subsequently exposed and externalized. Therefore, lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.